Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed due to premature battery depletion. It was noted that there were chronic high right ventricular thresholds. The ICD was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 1156t lead, implanted: (B)(6) 2010. (B)(4).